Event description:
The following information was obtained by global pharmacovigilance (gpv) 12apr2010: on (B) (6) 2010, the patient was hospitalized for peritonitis. On (B) (6) 2010, a peritoneal effluent analysis and culture were drawn. The nurse had the culture result which stated the growth was a gram positive cocci organism (she did not know what bacteria grew specifically). On (B) (6) 2010 the patient was treated with vancomycin intraperitoneal (ip) 2 grams. On (B) (6) 2010, the patient was discharged home. On (B) (6) 2010, the patient came in to the clinic for her second dose of vancomycin (2 grams ip). On (B) (6) 2010, the patient had routine blood work drawn. On (B) (6) 2010, the patient was seen in the clinic. On (B) (6) 2010, the patient's peritoneal effluent was cultured to make sure the peritonitis had resolved. During the clinic visit, it was learned that the patient's hemoglobin that was drawn on (B) (6) 2010 was 6.6. On (B) (6) 2010, the patient was hospitalized for a blood transfusion to treat the low hemoglobin. Per the nurse, on (B) (6) 2010, the patient's husband called to report that the patient had died. The nurse has no information as the patient either died late on (B) (6) 2010 or early on (B) (6) 2010. The nurse is trying to obtain more information. The nurse does not know if the patient continued with pd therapy while in the hospital or not. It was unknown if the event of low hemoglobin was considered to be resolved. Per the nurse, the event of peritonitis was resolving as the patient was no longer having symptoms. However, she has not received the culture back for confirmation that the peritonitis was resolved. It was unknown at the time of the report if an autopsy was going to be performed. Per the nurse, none of the events: peritonitis, low hemoglobin and death were related to dianeal therapies. This was all the information the nurse had. A follow up call was made to nurse on 20apr2010 by product surveillance: the nurse indicated that the patient's effluent culture obtained on (B) (6) 2010 was negative and that the patient was symptom free of peritonitis at that time. The nurse stated that per the patient's husband the patient had passed away in her sleep sometime during the evening of (B) (6) 2010. The information the nurse has does not indicate an autopsy was done and a death certificate will not be provided. The nurse stated she does not have information regarding the patients transfer set. There are no allegations against any baxter products in this case of the peritonitis or the death.

Manufacturer narrative:
(B) (4).sample not available.